Event description:
In 2003, this pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. On an unk date, the pt presented with an enlarging aneurysm with no sign of endoleak. In 2009, the physician elected to reline the devices with additional gore excluder aaa endoprosthesis. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional device implanted: pcc141400/030443406. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.